Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced unilateral paralysis after undergoing an extraction procedure for a suspected right cavernous sinus tumor. During the procedure, floseal was applied to the arterial hemorrhage from the tumor mass and the excess product was reported to have been thoroughly irrigated after hemostasis was achieved. The cause of unilateral paralysis was not specified. It was reported the physician believed there was a "possibility that some portion of the applied floseal might have entered into internal carotid artery". No further information was provided regarding medical intervention or patient outcome. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a craniotomy for a right cavernous sinus tumor resection. The indication for the use of floseal was bleeding, further specified as ¿internal carotid artery feeding vessel (deep tumor mass)¿. Floseal was first used during the procedure as arterial bleeding was observed and the floseal was sprinkled over the bleeding area. However, the floseal was pushed back by the blood flow and hemostasis could not be achieved. The surgeon then ¿infused¿ (injected/ejected) floseal to the bleeding area and subsequently hemostasis was obtained (the volume of floseal used and further detail regarding the surgical technique was unknown). It was reported that excess floseal was irrigated thoroughly. Postoperatively the patient presented a left hemiplegia caused by multiple cerebral infarctions, a right internal carotid artery occlusion and bleeding from the damaged vessel resulting in a hematoma. On an unreported date, revision surgery for the postoperative hematoma was performed. Nineteen days after the initial surgery, the patient was moved out of the intensive care unit and the patient received rehabilitative therapy. At the time of this report, the patient was recovering from the event, however, the patient suffered from unspecified permanent damage. No further information was provided regarding the patient¿s outcome from the event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Review of the clinical circumstances reasonably suggests that incorrect application (use error) of floseal may have caused or contributed to the reported events of right internal carotid occlusion, multiple cerebral infarctions and left hemiplegia. Per the product¿s instructions for use: ¿floseal should not be injected or compressed into blood vessels. Floseal should not be applied in the absence of active blood flow as extensive intravascular clotting and even death may result. There will inevitably be intravascular thrombosis and infarction if floseal enters an artery.¿ should additional relevant information become available, a supplemental report will be submitted.